Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited low pacing impedance. Programming changes were made. The patient was in stable condition.